Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that the device on their hip went dead and they can't get the controller to turn the therapy program back on. Patient said the battery and the controller are charged fully but they cannot get past the screen where they show the device. Patient mentioned yesterday they noticed something was wrong because their back started hurting really bad. Patient turned the controller on and it was dead which they didn't understand because it normally sits plugged in all the time and somehow it got unplugged. Patient plugged it back in and got it fully charged up to 100% then went to turn therapy unit back on but it wouldn't let her get to that program. Agent asked when this started and patient said this has been a problem since they put it on them about a year ago. Patient went to the neuro clinic in coon rapids and they had someone from the manufacturer come out and look at the controller and the battery but they couldn't find anything wrong with it but they said it should have stayed charged more than much than it does. The patient states their ins doesn't stay charged as long as it should. Patient confirmed the implant doesn't stay charged very long. Agent had patient reset the wireless charger and try to connect the communicator to the implant. The issue was not resolved through troubleshooting. The patient was redirected to hcit. It was then reported that the patient experienced a shock from the hip from their ins. They mentioned it could be from a cord that's not completely connected. The issue is ongoing and not resolved. At the time of the call the communicator did not have enough charge for troubleshooting efforts and they will likely call back at a later date because the battery capacity is allegedly not that high, despite having it a year,